Event description:
Cutera received from FDA - (division of post market surveillance report) mw5032279 that was submitted through the FDA's medwatch program. The identity of the person that submitted the report is unknown. The location of where the person received the 2 ipl procedures is unknown. The report alleges that the procedures caused "fat loss and premature aging; dark circles, sagging skin, hollow eyes and huge patches of melasma". These reported symptoms are not known side effects associated with any of cutera medical devices. Cutera is unable to contact the device owner/operator for follow up.